Manufacturer narrative:
Conclusion and justification status: (B)(6) reports the spring in the front of the impactor gets jammed. Extremely difficult to disassemble once fully assembled. Conclusion and justification status: the complaint states spring in the front of the impactor gets jammed. Extremely difficult to disassemble once fully assembled. This failure mode of the spring jamming has been seen previously. The spring may become deformed when the release button is in its open state the hexagon driver can then be inserted between the spring¿s coils. The deformation of the spring prevents the release button from fully depressing into its recess and denies the release button the full travel required to clear the groove in the adaptor and release the adaptor. No further actions are identified. From the lot number it is known that this device was placed into stock on 15 nov 2010 and hence has had the potential to have had over 4 years of service. The complaint shall be closed to the device being worn from normal use and servicing, entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Spring in the front of the impactor gets jammed. Extremely difficult to disassemble once fully assembled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).